Event description:
A false positive advia centaur xp rubella g result was obtained on a patient sample and was considered discordant when compared with repeat test results. The customer was experiencing imprecision with the quality control results and performed repeat advia centaur xp rubella g testing on previously tested patients. The repeat patient results were in agreement with the initial results with the exception of one patient result. A corrected report was issued. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp rubella g result.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site for system inspection. The fse replaced the current reagent pack with a new one without recalibrating, and the quality controls were out low. The reagent pack was calibrated and quality controls were within acceptable limits. The customer stated that the initial reagent pack was not mixed well when run. The most likely cause for the discordant advia centaur xp rubella g result was the incorrectly mixed reagent pack. No other discordant results have been reported. The instrument is performing within specification. No further evaluation of the device is required. The information for use in the loading reagents section states: "mix all primary reagent packs by hand before loading them onto the system. Visually inspect the bottom of the reagent pack to ensure that all particles are dispersed and resuspended."